Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, an alert for low, out of range pacing impedance and atrial noise reversions was observed. The atrial lead was programmed off and the device was reprogrammed. The patient had no issues.